Manufacturer narrative:
The screwdriver (fis 100) is part of the k-wire kit, hand, small (kwk 100) kit (gtin: (B)(4). This sellable part has a product code of hty and is cleared under 510(k) number k123562. The sterile lot of this sellable part that included the affected screwdriver is 2011321101. This lot includes hipp medical (B)(4)-manufactured lots 0000323379 and 0000326622. The exact lot of the screwdriver involved could not be determined because the part was not received for inspection following the incident.

Event description:
The event included a fractured flower screwdriver tip. X-ray was used to confirm that the fractured tip was not inside the patient.